Event description:
Pt enrolled into the trial. Pre-discharge a minor ipsilateral ischemic stroke reported. Following the procedure the pt complained of numbness in the left hand, headache, and noticed mild facial droop. Results of mra/MRI suggests multiple subacute infarcts (possible related to procedure or prior procedure). All symptoms resolved. At one month, pt's stroke scale was normal. Pt recovered without sequelae. Please reference MDR 2183870-2009-00194 for the spiderfx used in this procedure.

Manufacturer narrative:
A review of the device history record for this device did not reveal any discrepancies relevant to the reported event. The difference in time frame reporting versus the event date is due to the clinical event committee board review of the study events and the failure to notify the MFR of the change in re-classification.